Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states his user told him that the chair stopped while using the chair. Unaware of any flashes on the joystick.